Manufacturer narrative:
(B)(4).

Event description:
The pump flipped. The hcp flipped the pump back and revised the pocket. The pump flipped again and the hcp flipped it back a second time. The expected residual reservoir volume was 1.7 mls. The actual residual volume was 40 mls. The hcp had been increasing the drug dosage for the past few months with no response. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.